Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the lead displayed t wave over-sensing. It was also reported the implantable cardioverter defibrillator exhibited a single artifact measurement which presented on both sense amplifiers of the device. The lead and device remain in use and no patient complications have been reported as a result of this event.